Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to communicate with external devices. The ipg was charged two weeks prior. Surgical intervention is planned to address the issue.